Manufacturer narrative:
Zimmer biomet (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that the boss310 implant torque tested well when exposed on (B)(6) 2020. Patient complained of pain in late (B)(6). Patient developed fistula on facial and had crestal bone loss on removal. Abscess and dehiscence is also noted. Tooth site # 10. Site was grafted and patient sent home to heal.